Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) preliminary testing confirmed an eri (elective replacement indicator) condition. Further analysis revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri. The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.